Manufacturer narrative:
(B)(4). The device (a) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead that the clip did not close as intended and to be ejected. No incident related to the reported event was observed during the batch record review. The er320 device (b) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional and the shrouds were found broken. Possible causes for the jaws condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws and shrouds may lead that the clip did not close as intended and to be ejected. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # g9lm94 expiration date: 11/2015 manufacturing date: 12/2010 (B)(4) jaws.

Event description:
It was reported that during a cholecystectomy procedure, the clips would not hold after placing; the clips remained opened with two devices. The defectives clips were removed without further issue. No more detail about if this event occurred from the first clip released or after, nor if there was an unexpected resistance. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.